Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection was performed and the port tubing with the membrane tube assembly was detached from the bag. The root cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter product surveillance of one (1) intravia empty container(250 milliliters) gamma sterilized in which the port detached from the bag when an unknown epidural set spike was removed from the bag after an administration on an unknown date. The customer used a single unknown epidural set for subsequent use with multiple bags per patient. There was no patient injury or medical intervention reported. No additional information is available.